Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as 369 to high mg/dl. Cause was not known. Customer administered an insulin injection to address bg. Pump system check was performed. No issues were identified with the cartridge, infusion set tubing/cannula, or insulin. No pump issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.